Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. All devices will not be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial surgery for the first patient out of three unknown patients for acute hip fracture, the surgeon was not able to remove entire housing construct. The construct consists of (130 degree aiming arm, blade / screw guide sleeve, buttress compression nut, helical blade screw coupling screw and blade inserter). It was reported that there was 2 minutes delay in surgery and the procedure was completed successfully. The patient is reported as stable. This event is for patient 2. Event for patient 1(revision surgery), 3, 4 is covered under com # - (B)(4) respectively. This report is 4 of 4 for (B)(4).